Event description:
Device report from synthes reports an event in japan as follows: on an unknown date the patient underwent a primary fusion procedure. On (B)(6) 2022 the patient underwent a revision procedure (lumbar spinal fusion). After removing a screw, the surgeon moved on to inserting a cfs 8mm screw (unk) with the screwdriver. Then, the screwdriver¿s tip broke off. The fragmented tip was immovable in the screw¿s shank and has been left in the lesion. Concomitant device reported: unknown screws (part# unknown; lot# unknown; quantity: 1) . This is report 1 of 1 for pc-(B)(4). This report is for a screwdriver.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary =the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that xpdm quick-con si poly scwdrvr was broken at the tip. A dimensional inspection for the xpdm quick-con si poly scwdrvr was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review = a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number 1010mi was released in three (3) batches; and identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.